Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 16.5, 14.2, 12.1, 9.3 mmol/l. Tests were done within 20 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.